Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the display was replaced. It was also noted that the printed circuit board was out of electrical specification, the display case parts were corroded and a pin inside the stylus connector was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radio frequence programmer head. (B)(4).

Event description:
It was reported that upon start-up the display of the programmer was all white and the programmer would not operate. The programmer was returned for service. No patient complications have been reported as a result of this event.